Event description:
Patient received high voltage therapy, and no egm was stored. Summary sheet showed that the device had reset several times. Device image was reviewed and diagnosed a problem with the internal ram being defective. The device was explanted as a result.

Manufacturer narrative:
The field experienced of device reset was confirmed in the laboratory. Analysis of the device image suggested that the reset was caused by an internal ram failure.